Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose (bg) level was 600 mg/dl. The customer reported feeling ill and vomiting. Customer address bg with a manual dose injection. The customer loaded a new cartridge and resumed insulin deliveries.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.